Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted at the arm, which is off-label usage of the device, on (B)(6) 2020. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not returned. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.